Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection between the supply line and the supply bag was reported, which is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during dwell three of three of peritoneal dialysis therapy. During troubleshooting, it was determined that the supply line was not tightly connected to the supply bag. The hp stated that the line did not disconnect from the bag but the connection was loose. Renal therapy services assisted hp with proper disconnect procedures and advised hp to contact registered nurse and notify that the therapy was not completed. There was no patient injury or medical intervention associated with this event. No additional information is available.